Event description:
It was reported following a stent placement and pre-deployment femoral angiogram, an angio-seal device was used to seal the arteriotomy site. The pt received heparin at the end of the procedure per hospital protocol. The pt ambulated approximately three hours later. Three hours following initial ambulation, the pt complained of not feeling well and reportedly heard a "pop" at the groin site. Pt then complained of chest pain and bleeding was noted from the groin site. Manual pressure and a femostop were applied; hemostasis was not achieved. The pt became hypotensive, suffered a myocardial infarction, and went into complete heart block. Attempts at temporary pacing were unsuccessful and the pt expired.